Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. This ra lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.